Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2020-00349, 2029214-2020-00350. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil encountered detachment issues.

Event description:
Medtronic received additional information: the 3 concerto coils failure to detach. There was only difficulty detaching the coils. An instant detacher (ID) was used. The model and lot number of the ID is unknown. The number of manual attempts is unknown. The model and lot number of the catheter used is unknown. A continuous flush was used.

Manufacturer narrative:
The concerto coil was returned without a dispenser coil and within an introducer sheath. The instant detacher was returned. No damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. No damage or irregularities were found with the actuator interface, break indicator or the rest of the pushwire. No evidence of mechanical detachment using an instant detacher or manual detachment by breaking the break indicator were found. The concerto implant coil was found damaged within the introducer sheath, with the distal end of the implant coil already deployed out of the distal end of the introducer sheath. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. A mechanical detachment was attempted using an in-house instant detacher, however the device failed to detach. A manual detachment was then attempted by breaking the break indicator and retracting the release wire, successfully detaching the device with no issues and no resistance encountered. No other anomalies were observed. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the cause could not be determined. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its defensive dispenser coil. Since the instant detacher was not returned, any contribution of the instant detacher to the non-detachment could not be determined. Linked mdrs: 2029214-2020-00349 2029214-2020-00350 2029214-2020-00351. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.